Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no air or water flow and could not get the air or water to work. The issue was found during preparation for use. The intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the leak test pasted. The plastic distal end cover insulation read 10 mohm, switch 1 was okay, angulation was below standard, there was play on both control knobs, the distal end plastic cover had chips and dents, the objective lens had a tiny chip and peeling on the cement, the light guide lens had one chip, the nozzle adhesive was clogged, the bending section cover adhesive was okay, the bending section cover glue had a crack, the air/water supple nozzle was clogged and after troubleshooting was okay, the control body had adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.